Event description:
Boston scientific crm received information that this pacemaker had exhibited undersensing, oversensing, and intermittent capture. It was alleged the device had malfunctioned. The device was explanted and replaced.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated and resubmitted upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of device memory noted thousands of atrial mode switch events. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to reproduce the reported clinical observations, and no abnormalities were found which would contribute to the reported observations of undersensing, oversensing and loss of capture.